Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the hemodynamics physician placed the counter pulsation balloon without any problems, and upon inflation, a helium leak was observed". The catheter was removed. No additional information surrounding this issue is available from the customer.

Manufacturer narrative:
(B)(4). The reported complaint of "helium leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the hemodynamics physician placed the counter pulsation balloon without any problems, and upon inflation, a helium leak was observed". The catheter was removed. No additional information surrounding this issue is available from the customer.